Event description:
It was reported that the infection had started at the generator site and apparently traveled up the lead. Both the lead and the generator was explanted rather than the previously reported generator only explant.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient underwent vns generator explantation surgery due to an infection. The patient had recently underwent initial vns implantation surgery. The event was reported to be severe and now was resolved. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.